Event description:
It was reported that the surgeon inserted an (B)(4) 12.5mm implantable collamer lens on (B)(6) 2011 and the lens was exchanged for a shorter lens on (B)(6) 2001 due to excessive vault. Significant reduction of irido-corneal angels was noted. The lens exchange resolved the problem.

Manufacturer narrative:
Evaluation, conclusion: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. (B)(4). If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection of the returned product showed the lens was returned dry and there was a clear surgical residue on the lens, however, no visible damage was observed. A work order search revealed there were no similar complaints found. (B)(4)